Event description:
It was reported that the pt had ceramic head and liner implanted approximately five years ago (right). Pt was revised due to pain.

Manufacturer narrative:
A supplemental will be submitted upon completion of the investigation.